Manufacturer narrative:
(B)(4). The complaint device was not provided for evaluation. The customer complaint could not be confirmed. A root cause could not be determined. Additionally, the g4 platinum continuous glucose monitoring system user's guide states: sensors may fracture on rare occasions. If a sensor breaks and no portion of it is visible above the skin, do not attempt to remove it. Seek professional medical help if you have symptoms of infection or inflammation, redness, swelling or pain at the insertion site.

Event description:
Distributor contacted dexcom technical support on (B)(6) 2015 to report a broken sensor wire that occurred before sensor application on (B)(6) 2015. At the time of contact, no injury or medical intervention was reported. No additional event information was provided.